Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse ran the integrated multisensor technology (imt) mix test, which failed. The cse replaced the imt mixer and replaced and aligned the imt probe. Quality controls and patient samples were run, resulting within range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant na results is related to the imt mixer malfunction. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant sodium (na) results were obtained on five patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were auto-repeated on the same instrument and results were also discordant. The samples were then repeated on an alternate instrument, resulting lower for one sample and higher for all other samples. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant na results.